Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were not intact. The top case was chipped and cracked. There was check syringe flange sensor error in history. The report issue was duplicated at start-up and inspection. The root cause of the reported issue was found to be one of the opto coupler mounts on the main case was broken off by the customer. Replaced top case.

Event description:
It was reported that the device had a cracked case and syringe flange error on 5-may-2019. No patient injury will be reported.